Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The emboshield nav6 referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a heavily tortuous, moderately calcified bifurcated superficial femoral artery. An emboshield nav6 was placed over the 315cm barewire and then introduced the non-abbott stream device over the bare wire. After the nav6 filter was successfully deployed, the non-abbott stream device was being pulled back, it was noted that the nav6 filter also shifted to the proximal direction even though the tip of the wire was not at the filter, but still in the below-the-knee vessels. It was attempted to push back the filter with a 5f diagnostic catheter but were unable to advance the filter. It was decided to continue the procedure at the position where the filter had moved and start atherectomy. After atherectomy was completed, they were unable to remove the non-abbott stream device from the bare wire, as it was stuck on it. All units (filter, bare wire, and non-abbott stream device) were removed altogether as a single unit. There was no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the reported information, the reported difficulty appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.